Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The device was received with no output and no telemetry communication. The device was cut open and the battery was at below end-of-service levels. High current was observed during the analysis, and it was isolated to an anomalous integrated circuit on the hybrid circuitry, which caused the battery to drain prematurely, consistent with the reported event. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient presented with premature battery depletion and loss of interrogation noted on the patient's pacemaker. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.